Event description:
It was reported that the patient received an ¿unable to proceed¿ alert during the fill tubing step, restarted with the same supplies and encountered the same alert, and then completed a successful dry run with agent guidance; the connector lot was 862177140. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included telephone troubleshooting and user education, including guided dry run to verify function. Investigation of this case revealed that the device produced an occlusion-related fill tubing error that could not be reproduced during the dry run, with no additional device component defects identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an unconfirmed, transient occlusion during setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.